Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting fully. Upon troubleshooting actions, the fse identified that the control room connection box was faulty due to excessive heat and covered with dust. The fse replaced the connection box and reloaded the software. After replacement. The system was returned to use in good working order. The codes were updated based on the investigation outcome.